Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(4) 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated one occurrence of non-reproducible false positive accutni patient result. A few months ago, the laboratory had 1 accutni patient sample that gave an initial result that would have been considered positive based on the laboratory ranges. The sample was repeated a few times on the lab's backup system (non-bec instrument) and the result was confirmed negative. The erroneous result was not reported outside of the laboratory. The customer has a repeat protocol to re-analyze all unexpected results prior to reporting results outside the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per customer, the instrument is currently operating within qc specifications. No additional information was provided for this event.